Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent damage occured. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified left anterior descending (lad) artery. A 2.75mm x 20mm liberté stent delivery system was being advanced iinto the target lesion; however, the stent was unable to cross the lesion and it was noted to be "misshaped." The physician removed the stent and completed the procedure with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent inside the liberte/veriflex shelf box, inner packaging pouch and carrier tube. The batch number on the device and packaging matched the reported batch. The protective tubing that is placed on the stent in final packaging was partially loaded onto the stent, indicating it was removed and replaced or partially removed at some time after unpacking. The product mandrel was partially in the wire lumen. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There was no damage to the stent. The distal tip was damaged. The hypotube was separated 22cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged, which suggests that the separation may be related to bending overload. There was no other damage to the sds. There was no evidence of material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent damage occured. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified left anterior descending (lad) artery. A 2.75mm x 20mm liberté stent delivery system was being advanced into the target lesion; however, the stent was unable to cross the lesion and it was noted to be "misshaped". The physician removed the stent and completed the procedure with another of the same device. The patient's status was stable.